Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Device evaluation: one 4-lumen 8.5fr 20cm catheter and one marked swg were returned for evaluation. The complaint sample was returned to the lab with the swg still within the distal lumen of the catheter. The distal tip of the swg was protruding from the catheter tip and the distal weld remained intact. Both the catheter and the swg were visually examined and measured. The returned samples were observed to be severely twisted and bent. The swg was removed from the catheter with some resistance. The swg was unraveled at the proximal end and the core wire was found broken adjacent to the proximal weld. The swg od and catheter body length were measured and were within specification. The returned catheter sample appeared typical and there were no defects observed. Microscopic examination of the broken core wire was performed. Discoloration and necking at the broken end of the core wire was observed and is consistent with proximity to the weld. The core wire of the broken swg was measured and no pieces of the core wire appear to be missing. The instructions for use provided with this kit contains a suggested removal procedure and describes suggested techniques to minimize the likelihood of swg damage during use. The instructions caution that withdrawing the swg against the needle bevel or use of excessive force during removal could damage or break the swg. The investigation found no evidence to suggest a manufacturing related cause. A device history record review was performed with no relevant findings. The report of swg and catheter resistance was confirmed through visual examination of the returned sample. The core wire broke adjacent to the proximal weld. Arrow swg's of this size are designed and manufactured to withstand a tensile force higher than the bs en iso 11070: 1999 standard of 2.2 pounds force for this size swg. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of swg kinking. Swg breakage may occur if a force greater than the design specification is applied during removal. Quarterly trending indicates a low, stable rate for unraveled or separated swg complaints. Based on these circumstances, the potential cause of this issue is procedure/patient anatomy related.

Event description:
It was reported that it was impossible to remove the spring wire guide (swg) through the catheter. The whole swg and catheter were withdrawn and another catheter was used successfully. There was no death, injury or complications to the patient. The patient outcome is fine.